Manufacturer narrative:
For synvisc implant date:(B)(6)-2015 lot#5rsa013a exp may-2018;for synvisc implant date:(B)(6)-2015 lot#5rsc001 exp feb-2018.

Event description:
This unsolicited device case from united states was received on 21-mar-2016 from a healthcare professional (medical assistant). This case concerns a (B)(6) year old female patient whose both knees was aspirated of turbid fluid, had painful knees and swollen knees after receiving treatment with synvisc. The patient received a series of synvisc before with no reaction and those injections were given on (B)(6)-2015. Medical history was relevant for surgery in each knee. No relevant concurrent conditions or concomitant medications was reported. On (B)(6)-2015, the patient received treatment with intra-articular synvisc injection (dose, frequency: not provided) with batch/lot number and expiration date: 5rsa013a and may-2018) into both knees for osteoarthritis. On (B)(6)-2015, the patient again received intra-articular synvisc injection (dose, frequency: not provided) with batch/lot number and expiration date: 5rsc001 and feb-2018) into both knees for osteoarthritis. It was reported that both the times the knees were aspirated before the injections. When the patient came in for the third injection on (B)(6)- 2015, both knees were aspirated of turbid fluid and she had painful swollen knees (onset date: unspecified date in 2015). At that time, the patient was given cortisone instead of synvisc. Further reported, the patient was not taking any medications. Action taken: stopped temporarily. Corrective treatment: cortisone was given for all the events. Outcome: unknown for all the events. A pharmaceutical technical complaint (ptc) was initiated (B)(4). The production and quality control documentation for lot # 5rsc001 expiration date (02/2018) and lot # 5rsa013a and expiration date (05/2018) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot # batch record review & lot # frequency analysis for lot # 5rsc001 and lot # 5rsa013a no CAPA was required. Sanofi genzyme global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. It was reported that there were a total of (B)(4) complaints on file for lot #5rsc001: (B)(4). Additionally, there were a total of (B)(4) complaints on file for lot # 5rsa013 and all related sub-lots: (B)(4). Sanofi genzyme would continue to monitor complaints as stated in product complaint handling to determine if a CAPA was required. Seriousness criteria: required intervention for both the events additional information was received on 29-mar-2016 and 03-may-2016 (both the information processed together with the clock start date of 29-mar-2016). (B)(4) with results were added and the text was amended accordingly.

Manufacturer narrative:
Another injection on (B)(6) 2015.

Event description:
This unsolicited device case from united states was received on (B)(6) 2016 from a healthcare professional (medical assistant). This case concerns a (B)(6) female patient who received treatment with synvisc and after 10 days had allergic reaction. The patient received a series of synvisc before with no reaction and those injections were given on (B)(6). Medical history was relevant for meniscal tear and for surgery in each knee. The patient had no known allergy. There was no concomitant medication. No relevant concurrent conditions were reported. On (B)(6) 2015, the patient received treatment with intra-articular synvisc injection at a dose of 2 ml per week with batch/lot number and expiration date: 5rsc001 and feb-2018) into both knees for osteoarthritis bilateral knees. On (B)(6) 2015, the patient received the second synvisc injection. It was reported that both the times the knees were aspirated before the injections. On (B)(6) 2015, 10 days after the first synvisc injection, the patient had painful swollen knees. There was swelling and increased pain. It was reported that the patient had allergic reaction. When the patient came in for the third injection on (B)(6) 2015, both knees were aspirated of turbid fluid. At that time, the patient was given cortisone instead of synvisc. Further reported, the patient was not taking any medications. On (B)(6) 2015, the patient recovered from the event. According to the reporter, the event was related to synvisc and the history of meniscal tear might have played a role in the patient's event. Action taken: permanently discontinued. Corrective treatment: cortisone. Outcome: recovered. A pharmaceutical technical complaint (ptc) was initiated global ptc number: 41998. The production and quality control documentation for lot # 5rsc001 expiration date (02/2018) and lot # 5rsa013a and expiration date (05/2018) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot # batch record review & lot # frequency analysis for lot # 5rsc001 and lot # 5rsa013a no CAPA was required. Sanofi genzyme global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. It was reported that there were a total of 18 complaints on file for lot #5rsc001: (2) leaky syringes, (12) adverse event reports, (2) tip breakages, (1) detached plunger rod & (1) opened tray lid. Additionally, there were a total of 14 complaints on file for lot # 5rsa013 and all related sub-lots: 14 complaints were reported for lot # 5rsa013a: (7) adverse event reports, (5) leaky syringes, (1) extrusion difficulty and (1) missing component. Sanofi genzyme would continue to monitor complaints as stated in product complaint handling to determine if a CAPA was required. Reporter causality: related (yes). Seriousness criteria: required intervention. Additional information was received on 29-mar-2016 and 03-may-2016 (both the information processed together with the clock start date of 29-mar-2016). Global ptc number: (B)(4) with results were added and the text was amended accordingly. Additional information was received on 27-mar-2017 from a healthcare professional (medical assistant). The medical history was added and the information on concomitant medication was added. The event of allergic reaction was added with details. The verbatim for painful knees was updated to painful knees/ increased pain and that of swollen knees was updated to swollen knees/ swelling and these events, along with the event of both knees were aspirated of turbid fluid, were updated as symptoms for the event of allergic reaction. The suspect product dose and frequency were added and the lot details were updated. The action taken was updated from stopped temporarily to permanently discontinued. The reporter causality was added. Clinical course updated and text amended accordingly.

Manufacturer narrative:
For synvisc implant date:(B)(6) 2015, lot#5rsa013a, exp may-2018; for synvisc implant date:(B)(6) 2015, lot#5rsc001, exp feb-2018.

Event description:
This unsolicited device case from united states was received on 21-mar-2016 from a healthcare professional (medical assistant). This case concerns a (B)(6) year old female patient whose both knees was aspirated of turbid fluid, had painful knees and swollen knees after receiving treatment with synvisc. The patient received a series of synvisc before with no reaction and those injections were given on (B)(6) 2015, (B)(6) 2015 and (B)(6) 2015. Medical history was relevant for surgery in each knee. No relevant concurrent conditions or concomitant medications was reported. On (B)(6) 2015, the patient received treatment with intra-articular synvisc injection (dose, frequency: not provided) with batch/lot number and expiration date: 5rsa013a and may-2018) into both knees for osteoarthritis. On (B)(6) 2015, the patient again received intra-articular synvisc injection (dose, frequency: not provided) with batch/lot number and expiration date: 5rsc001 and feb-2018) into both knees for osteoarthritis. It was reported that both the times the knees were aspirated before the injections. When the patient came in for the third injection on (B)(6) 2015, both knees were aspirated of turbid fluid and she had painful swollen knees (onset date: unspecified date in 2015). At that time, the patient was given cortisone instead of synvisc. Further reported, the patient was not taking any medications. Action taken: stopped temporarily. Corrective treatment: cortisone was given for all the events. Outcome: unknown for all the events. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness criteria: required intervention for both the events.